Manufacturer narrative:
Facility stated, it is unk if a malfunction occurred.

Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and was removed without patient injury. The facility stated it is unk if there was a product malfunction. The model and lot numbers of the cartridge and injector were not specified by the facility.